Event description:
It was reported by the sales rep that during a sleeve gastrectomy procedure that during the second firing the staples did not form on the patient side. The surgeon was using an ecrr60t with the gore seam guard. After the firing it was visible that the staples did not form. There was a staple driver found on the omentum after the firing. The surgeon had to remove the unformed staples. After the staples were removed, he was able to fire another edcr60t without the buttress. The staples from this firing did not form correctly. No patient consequence. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge the analysis results of the reload found that it was received with the one piece sled and cartridge body damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition a photograph was received for review and the following summary was provided: it is possible that the combination of double buttressing and thick tissue caused the cartridge channel and staple cartridge to deflect. Results, the middle section of staples on the patient side missed the anvil.